Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulted in oversensing were observed on the right ventricular lead. X-ray imaging was performed, however, no anomalies were confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated that lead provocative testing was performed, however, noise was not reproduced in real time. No intervention was performed. The patient was stable.